Event description:
On 4/5/2023, it was reported by a sales representative via email that an ar-8991 knotless fibertak dx suture anchor repair suture broke while passing it through the knotless mechanism, and the suture tail could not be retrieved. Another ar-8991 knotless fibertak dx suture anchor was opened, and the repair suture only partially passed through the knotless mechanism. Still, the suture was stripped, leaving a single thread of the suture, which could not tension the construct. Both dx fibertaks were cut out, and the repair was completed using an ar-8934bcst suturetape suturetaks. This was discovered during a deltoid ligament repair procedure on (B)(6) 2023.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force during tensioning and/or improper bone prep; however, due to the device not being returned, we are unable to confirm the reported event.